Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the return fields (tw) in oracle is identified as: assembly/component issue: pcb power inlet was damaged.

Event description:
Dealer states the unit has a broken display.